Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative who was implanted with an implanted device for urinary dysfunction (incontinence, urgency, and/or frequency) and non-obstructive urinary retention. It was reported that the patient on (B)(6). D severe back pain. They turned the interstim device off and pain persisted. They saw a chiropractor on (B)(6) who performed piezowave shockwave therapy on her shoulder area. Following the therapy, the patient experienced a shocking sensation that radiated into their arms, neck, and down her legs. They turned the interstim device off and the sensation persisted. When they turned the interstim back on she could not tolerate the stimulation at any level. Advised them keep the device off. The patient was seen on (B)(6) by the doctor. Impedances were all normal. X-rays were taken, and the physician felt the lead had migrated all 4 electrodes below the anterior plate. Was able to turn the patient's device back on, they are currently on program 3 at 0.8 and stimulation is comfortable. The physician will plan to schedule a lead revision on (B)(6) 2026 and the issue was resolved.